Event description:
A customer contacted beckman coulter inc. (Bci) to report a reagent pack mis-load that led to an erroneous progesterone result for one (1) patient, generated by the access 2 immunoassay analyzer. The result was reported out of the lab. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation information were not supplied. Three levels of controls were extremely high, >128, on day of event. Progesterone is a competitive assay. Rlus and analyte concentration are inversely related. Without a reagent pack present, all samples on a competitive assay will recover extremely high concentrations and very low rlu counts. The customer did not follow the outlined procedure for loading a new reagent pack on the instrument. Service was not dispatched because customer had resolved mis-loaded pack issue root cause is associated with user error.